Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy with a transfer set, "an internal detachment of the two dark blue - light blue plastic components" was observed. It was further reported the patient had to manipulate the screwing area (dark blue plastic) with their hands to be able to attach and/or detach from the cycler. There was no fluid leakage. It was reported the transfer set had been in use for approximately 11 months. Subsequently, the patient developed peritonitis manifested by abdominal pain. The cause of the detachment was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.